Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the spo2 side panel. Functionally, the device was connected to an external power and was powered on. After power on self-test (post), the device gave an spo2 error. The device error was visible and produced audible tones. The device clock was found to be inaccurate, and no audio faults were found with the device. Troubleshooting isolated root cause of the time clock to the main printed circuit board (pcba). It was reported that the device had an spo2 error, was not holding time and confirmed equivalent to date is invalid. There was no audible or visual kindly confirm if the monitor should triggered the alarm if the device turned on but the screen stayed black presented. The reported issues were confirmed. The most likely caused was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had an spo2 error, was not holding time and the confirmed equivalent to date is invalid. There was no audible or visual alarm presented. Swapped to isolate the issue. There was no patient involvement.